Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 451 mg/dl. The customer was treated with a bolus delivery. It was also found the customer had a low reservoir alarm while delivering their bolus. The mother declined to troubleshoot for their high blood glucose and stated they would change the customer's infusion set later. No additional information provided.